Event description:
It was reported that when giving a patient flu vaccine, the medication leaked out of the hub of the needle. There was no patient harm.

Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date. D4: expiration date and h4: manufacture date are unknown; no lot number was provided. B3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2026-02828-00 for details pertinent to this event.